Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by software issue. The field service engineer replaced t-board for auxiliary 3 and drawer board on auxiliary 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary station was offline. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.